Event description:
A PICC line was placed for a 27 week, 1040 gm neonate, on the first day of life, which was documented in good position as a uvc was unable to be passed. Two days later, (on the 3rd day of life), the baby had an acute onset of respiratory deterioration and a chest x-ray revealed an acutely worsening bilateral pleural effusion, greater on the right than on the left. The child was significantly up on his oxygen requirement and had markedly increased work of breathing. Chest tube placement was needed to drain pleural effusion that was suspected likely to be hyperalimentation from an infiltrated PICC line.